Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to delivering multiple boluses via the pump, customer experienced low blood glucose (bg 40-50 mg/dl). Juice was consumed to treat bg. Recommendation was made for customer to discuss event with a healthcare provider.